Event description:
The catheter was not put in without incident at the end od a "raz" (abdominal sheath is excised and introducted via perineum as a urethral support) procedure. As the patient was transferred to the trolley from ot bed it was noted that the bonanno suture pad had broken at the base. It had been sutured in at 4 places, no obvious pressure, eg: from being caught on the bed, etc. The procedure took a further 20 mins because the catheter had to be replaced in less than ideal circumstances.